Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirmed the handle is broken down the middle on insertion of trial heads and the other piece was returned. This device also has significant signs of wear/usage. The manufactured date for this device is 2004. A complaint history and DHR review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery handle broke down the middle on insertion of trial heads. No harm to the patient or staff. Nothing got into the patient. No procedural delay because a smith and nephew back up was available.